Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the scs ipg. Subsequently, the ipg stopped communicating with either the patient programmer or charger. Surgical intervention was taken and the patient's scs ipg was replaced.